Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages, which were confirmed during baxter's functionality testing, but were not reproduced during the eval. The device passed further testing and the cause was unable to be determined. The upstream sensor was replaced and the device was calibrated to ensure proper occlusion detection.